Event description:
It has been reported that the bd precisionglide¿ needle has been found experiencing 18 occurrences of label issues before use. The following has been provided by the initial reporter: no lot = 9 sp , lot not clear = 6 sp and dented = 3 sp.

Manufacturer narrative:
H.6. Investigation summary: 26 photos were provided. They show a case box, case box label, shelf box, shelf box label. The shelf box shows damage like it was exposed to a compression force inducing the damage. It also has a torn corner. The lot# is not clear; even though it is readable. The batch# is not missing; it is printed at the bottom of the barcode. The shelf box was not properly placed in the conveyor inducing the damage while placing it in the case box. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Conclusion: this would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. After that groups of five sealed blister are placed together until completing 20 of them from there, they all together are placed in a shelf box, then the shelf box is closed and labeled and placed in the case box. In this case, the shelf box was not properly placed in the conveyor inducing the damages while placing it in the case box. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ needle has been found experiencing 18 occurrences of label issues before use. The following has been provided by the initial reporter: no lot = 9 sp , lot not clear = 6 sp and dented = 3 sp.